Manufacturer narrative:
(B)(4). Batch # m55g9m. The analysis found that one pse45a device was returned in good visual condition and with one ecr45m cartridge reload present. The reload was received unfired. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device only fired once and then quit. The case was completed using another device of the same product code. There were no patient consequences reported.